Event description:
It was reported that the user observed ice crystals in insulin vials and cartridges while using the ilet system and experienced elevated blood glucose, despite replacing cartridges and switching to a new vial; the insulin was believed to have been previously frozen and later thawed. Symptoms included hyperglycemia with a reported blood glucose of 208 mg/dl. Outcomes included no reported health consequences. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information with no findings available to establish a device-related issue, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.